Event description:
The cannulas frequently bent. End-user inserts in abdomen but sits while inserting. End-user is certain they have some scar tissue at site. On august 30, 2002, maersk medical received the complaint and 2 used cannula parts.